Event description:
It was reported that error 171 was observed during the procedure; a patient was involved and the procedure was not completed due to this event. Patient outcome: no injury to patient reported. No further information was provided.